Event description:
It was reported that there was a visible flash, then the fiber stopped firing and there was no vaporization at 81,909 joules into the case. A second fiber was used to complete the procedure. "No harm to the patient/user."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was detached and the fiber is broken proximal to the glue zone. The fiber cap was not returned with the product. Unable to confirm any evidence of burned and charred heat shrink or glue residue due to the missing cap. The fiber/cap conditions would result in forward-firing. The most probable root cause that contributed to this failure was suspected to be heat accumulation due to tissue contact and or technique and anatomical/procedure factors encountered during the procedure.